Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted. G2: foreign: japan. E1: telephone: (B)(6).

Event description:
It was reported that during kit inspection the unit was leaking air. No harm or surgical delay occurred as there was no patient involvement. Diligence is complete and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. The reported event could not be confirmed. Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available for this event.